Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws could not be opened when the device was used on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: after review of the additional information and clarification with the affiliate the device was fired outside of the patient and nothing happened that caused an adverse event for the patient prior or after the firings, the voc and MDR stay the same:which firing of the device did this event occur on?---4th. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no, if so, when? Did anything unexpected happen prior to this incident? ---yes. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? ---this event occurred when the device was fired out of the patient to check its function. Was there any tissue damage? ---n/a. If so, how was it repaired? ---n/a. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition the device locked out as intended. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.